Manufacturer narrative:
E1 - initial reporter phone : (B)(6). No product was returned; however, a photo of the device was provided for analysis. The reported issue was confirmed based on the photo. A device history record (DHR) review was not performed, as no lot number was provided. Previous DHR reviews for this product have shown that all inspections were completed with no issues noted during manufacturing.

Event description:
It was reported that multiple issues occurred in tracheostomy tubes. In one case, the patient had to tape the port to prevent leaking. The fault was discovered at the patient's home by their career after insertion and use. Proper aspiration technique using a 10ml syringe was confirmed. Medical intervention was required, including a tracheostomy tube change. In another instance, the career taped over the crack. There was patient involvement, but no adverse harm reported.